Event description:
Debilitating mental health; the cdc has continued to push unsubstantiated medical recommendations that have not been evaluated by the FDA. Specifically, they continue to push mask recommendations that are then turned into public policy. These masks have not been studied by the FDA under scientifically controlled conditions for use by a general population for efficacy or side effects. They making generalized assumptions by looking at metadata to draw conclusions without factoring all variables. FDA safety report ID # (B)(4).